Manufacturer narrative:
Consumer states upon initial use of the product her eyes began to burn. The consumer rinsed the lenses with peroxiclear after neutralizing and before inserting them. The product was expired at the time of use. There was no report of a medical evaluation or medical treatment associated with the experience. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The product was requested and not returned.

Event description:
Consumer states upon initial use of the product her eyes began to burn. The consumer rinsed the lenses with peroxiclear after neutralizing and before inserting them. The product was expired at the time of use. There was no report of a medical evaluation or medical treatment associated with the experience.

Manufacturer narrative:
(Unique identifier) was not provided in the initial report. (Concomitant medical product) was not provided in the initial report. Corrected device manufacture date. (Correction/removal reporting number) was not provided in the initial report. Narrative: user error; consumer did not use product as directed.